Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it was reported to be unavailable. Therefore, the root cause for the stenosis, regurgitation, and pvl remains indeterminable. However, it is likely that patient related factors and the progression of the patient¿s underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with an edwards device implanted in the aortic position underwent a valve explant after an implant duration of approximately one year due to stenosis, moderate regurgitation and paravalvular leak. A non-edwards mechanical valve was implanted in replacement. During the same operation it was also performed and aortic root replacement and an artificial blood vessel was implant and a tricuspid valvuloplasty. As per surgeon's opinion due to the patient's behcet's disease, it could be related with the valve explant. The patient was noted as to be stable after the procedure. As reported, the initial replacement was performed in combination with a repair of rupture of aortic sinus aneurysm.